Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door not fully latched error" which was reproduced while loading a set. The reported alarm was confirmed through multiple events of "door jammed!" Found review of the event history log. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed a "door not fully latched error". It was also reported there was no patient injury.